Manufacturer narrative:
The two additional proglide devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device with a 6f sheath after an interventional myocardial infarction procedure. Reportedly, the suture was not connected when the proglide plunger was removed. Another proglide device was used with the same results. An additional proglide device was used and the lever would not go down to close the proglide foot. Multiple attempts were made to close the foot and eventually the proglide device was removed. A piece of intima was stuck in the foot. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. Additionally, returned device analysis identified the posterior foot was separated and not returned. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number, expiration date h4: manufacture date.